Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging blindness in one eye from using the device. This follow up report is being filed to report the additional allegation of blindness. The previous allegation of heart problems was reviewed by the post market surveillance clinical expert and it was assessed as not related to the device and not a reportable injury. Please see section h for this updated coding and information.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, dizziness, fatigue, and vision issues while using the device. Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.